Event description:
Additional information was received indicating that surgery to replace the patient's vns generator has occurred. The explanted generator has been returned and is currently undergoing analysis.

Event description:
Analysis of the patient's generator has been completed. The generator was confirmed to be at end of service with a battery voltage of 2.00 volts. No anomalies were found.

Event description:
It was reported via clinic notes received that the pt was experiencing an increase in seizures beginning in july and was being referred for generator replacement. Diagnostics taken indicated that the generator was at end of service and the physician attributes the increase in seizures to battery end of life; however, the generator still appeared to be able to deliver the intended stimulation. Follow-up with the physician found that the pt normally experienced some staring spells and episodes where the pt picks at her face; however, her complex partial seizures have increased the most. No external factors such as stress or medication issues were believed to have contributed; however, the pt has had previous incidents of subtherapeutic medication levels or illness resulting in increases in seizures. Surgery to replace the pt's generator is likely.